Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the pulse generator header was stripped from the force of the physician. The device was not implanted. The patient was in stable condition.

Manufacturer narrative:
Final analysis found foreign material on the set screws which contributed to the stripped header.